Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's nurse noted that the patient was lying in bed and was "acting very strange." The patient tested hi (greater than 33.3 mmol/l) on the mobile system. An ambulance was called, and the patient tested 2.7 mmol/l on the professional system. He was treated with dextrosol tablets and a sugary drink. The patient's condition improved. Requested return of suspect device.